Manufacturer narrative:
This report is submitted on 9 april 2021.

Manufacturer narrative:
This report is submitted on february 15, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to pain and non-auditory sensations. The patient has not been reimplanted with a new device as of this report.